Event description:
It was reported that during placement of a stent inside a stent, upon activation of the safety lock increased release force was felt and the deployment mechanism became unresponsive after the first two clicks. The system was removed and another product was used for treatment. No report of patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the breakage of a force transmitting joint when the stent was being partially released. Further use of the deployment mechanism led to the exposure of inner components, blockage of the release mechanism and fracture of further components. Increased release force is considered the reason for the fracture of the force transmitting joint and subsequent deployment failure. The images provided confirm that an additional stent was placed for treatment. Potential contributing factors have been evaluated. Previous investigations of similar complaints have been reviewed. The event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. The reported event also may be use-related as rough handling of the device can lead to the event. On the basis of the information available, a definite root cause could not be identified. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." The reported application represents an off-label use of the device. The IFU states: "the lifestent solo vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de-novo or restenotic lesions in the native superficial femoral artery (sfa) and proximal popliteal artery."

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.